Event description:
The patient reported pain at the implant site. The physician treated the pain with cortizone injections. The patient is reportedly doing well.

Manufacturer narrative:
The ipg remains implanted and will not be returned for evaluation. This is the final report.